Event description:
It was reported that an asymptomatic patient presented in clinic for normal device check. The right ventricular lead exhibited noise. The noise was reproducible through pocket manipulation. A chest x-ray was performed but no intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).